Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip failure to release from catheter. Block h11: investigation results- the returned resolution 360 clip device was analyzed and the visual inspection found that the device returned with the clip assembly attached with the first activation performed and after the functional inspection the device was able to perform a full deployment without any issues. A microscopic inspection found evidence of the first activation performed and the full deployment. Dimensional analysis was performed between the hooks of the bushing, and both sides were noted to be within specification. There were no other problems noted with the device. With all the available information, boston scientific concludes the reported event of clip failure to release was unable to be confirmed. The investigation results did not detect any problems related to the reported issue, clip failure to release from catheter. The device was returned with only one activation, and after functional inspection and performing both activations, it successfully achieved a full deployment without any issues. Therefore, "device problem excluded" was chosen as the analyzed cause code for this failure. Based on all additional information, the most probable root cause assigned is device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.